Event description:
Customer reported that the pt lost consciousness. They attached the AED to the pt. It reported analyzing rhythm, no shockable rhythm, initiate CPR. As CPR was initiated, the AED instructed the user to stand clear, shock recommended, charging, press button. The pt regained consciousness as the button was pressed. She screamed with the shock. AED continued to report shockable rhythm, stand clear, shock recommended. Pt was alert and oriented, leads checked for proper placement - no more shocks were delivered. Rescue arrived and transferred pt to ER.

Manufacturer narrative:
The AED involved in this incident has been returned to the cardiac science corporation manufacturing facility. An investigation will be conducted and the results will be provided in the follow-up reports.